Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7050208.

Event description:
It was reported that the patient was not getting an adequate pain relief despite re-programming done. The patient underwent a device explant procedure. The explanted ipg and paddle lead were not returned due to the facility policy.